Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer want to talk to the doctor before replace the product. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results with replacement meter. The customer is concerned with test results from results obtained of 51, 47, 70 and 63 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states her replacement meter is still reading low. Customer feels fine and denies symptoms related to diabetes. Customer's fasting range is 85-95 mg/dl. Customer is concerned with all fasting results. Customer states her control test was in range. Did not run a back to back blood test since customer is not fasting. I advised customer to speak to doctor about her readings. Explained that if she continues to obtain the same readings on the new meter it is possible that her glucose is lower than normal. Customer states she will contact doctor. No replacement will be provided.